Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The stent damage was able to be confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. The difficulty removing the sds could not be replicated in a testing environment due to the condition of the returned device. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted the xience prime everolimus eluting coronary stent system instructions for use states: an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed, as the stent may be damaged when retracting the undeployed stent back into the guiding catheter. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat a concentric de novo lesion with 99% stenosis, heavy tortuosity, and moderate calcification in the mid right coronary artery. A 3.0x33 mm xience prime rx stent delivery system (sds) was advanced toward the target lesion but failed to cross due to the anatomy. The sds was removed and was re-advanced toward the target lesion along with a non-abbott guide catheter extension but failed to cross due to the anatomy. During removal from the patient anatomy, the stent met resistance with the non-abbott guide catheter extension and a proximal stent strut became flared. The sds was removed from the patient anatomy by itself. There was no report of any other device or procedure issues noted. Another same size xience prime rx was used to treat the lesion. There was no reported adverse effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.